Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary experienced malfunction in five drawers and several cubie pockets in auxiliary drawer 4.2. The customer indicated that pharmacy staff collaborated closely with nurses to minimize any potential delays in medication delivery to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that the malfunction occurred due to several cubie pockets not being recognized on the communication bus in auxiliary half-height drawer 4.2. A field service engineer reconnected the row board connectors for both auxiliary half-height drawers 4.1 and 4.2 to resolve. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.